Event description:
Patient had thr done in 1985 with revision in 2000. She has recently suffered from instability. The cup was removed today with a new cup and large head implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.